Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("I ended up with an infection"), dyspareunia ("sex life at least its pain free now"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection, endometriosis and genital haemorrhage outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, endometriosis, genital haemorrhage, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: endometriosis. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: infection nos and pain during sex. Event outcome were added. Reporter information were updated. On (B)(6)2020: social media received: new reporter was added. On (B)(6)2020: social media received: no new medical information as provided. On (B)(6) 2020: social media was received: new event pelvic pain female was added. On (B)(6) 2020: social media was received: new events endometriosis and abnormal genital bleeding were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("I ended up with an infection"), dyspareunia ("sex life at least its pain free now"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hystereectomy). Essure was removed. At the time of the report, the pelvic pain, infection, endometriosis and genital haemorrhage outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, endometriosis, genital haemorrhage, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: endometriosis. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.